Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "door not fully latched" alarms was reproduced and confirmed through eval. These alarms were attributed to a damaged upper latch switch. This corresponds with the reported symptom "damaged latch assembly. Door will not latch closed". The upper auxiliary was replaced.

Event description:
During baxter's eval of a spectrum pump, it was found to alarm for "door not fully latched". The customer had reported the unit had a damaged door latch assembly, and would not latch closed. It was reported there was no pt incident.